Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, the injection gold probe advanced to the vessel; however, cautery could not be generated when power was applied. The generator was stopped and restarted. Again, the probe would not work. Another of the same device was used successfully to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).